Manufacturer narrative:
The insulin pump passed displacement test and self-test. No unexpected spi to motor pic communication error alarm noted. The insulin pump was received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip and cracked case at the reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call spi to motor pic communication error alarm. Customer's blood glucose level was 111 mg/dl. Customer advised they replaced the battery after the alarm came on, however after a while the alarm occurred once again. Troubleshooting for the alarm was performed. Customer was able to perform the self-test and bolus test successfully. Customer was advised to monitor the insulin pump. Customer called back stating the spi to motor pic communication error alarm occurred a 2nd time. Customer advised they delivered a bolus, the insulin pump was in basal delivery mode and that was when the alarm occurred. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.